Event description:
A company representative reported that product is identified only by the lot number and not by the serial number. The product is lacking the serial number.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
1. Customer reported that the product was identified only by the lot number and not also by the serial number. 2. No data regarding product identity was received i.e. No lot number was indicated for the event therefore a complaint history review, non-conformance could not be performed. 3. No data regarding product identity was received i.e. No lot number was indicated for the event thus review of the reported lot device history record could not performed. 4. Product evaluation: sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. A root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Product non-conformance could not be determined. Regarding of the concern expressed by the customer that the absence of a serial number of product could cause any tracking problems after implantation: company labeling procedure require that sterile company products are assigned and identified with lot and unique serial number. All company device labels undergo qc inspection before and after packaging to verify that labeling include all required data- gtin (from respected sku), expiration date, lot and serial number. Due to the above, as no data regarding product identity (product lot or serial number) and the fact that product was not received, labeling qc verification including the review of the retention sample for physical review of label can not be conducted. The manufacturer internal reference number is: (B)(4).